Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, the patient experienced a cracked tooth syndrome tooth #18 during the aligner treatment. Patient reports to doctor that during the clear aligner therapy was instructed to trim the aligners so they did not cover the second molars. When teeth are left unopposed, they are vulnerable for supraeruption. Bitewing radiographs showing tooth position before therapy and after patient stopped therapy show evidence of supraeruption of the left maxillary second molar. It is possible this supraeruption contributed to the fracture of the left mandibular second molar. Tooth #18 required root canal therapy and crown placement. These procedures have been performed and completed.